Event description:
It was reported that when using the bd pyxis¿ medstation¿ es some keys on the keyboard were not working and were unresponsive. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that some keys on the keyboard were not working. A field service engineer (fse) remotely assisted the customer, and the station was rebooted. Following the reboot, the keyboard functioned properly. The system functioned as intended after the field service engineer assisted the customer to resolve the issue.